Manufacturer narrative:
Upon receipt, the fragmented lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed multiple abrasion marks along the lead body. In particular between 12 cm and 11 cm proximal to the lead tip the insulation was found rubbed through which can be considered the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion during the implantation time of 12 years should be taken into consideration. Diagnostic images clarifying this assumption were not available. Furthermore severe extraction damages were noted such as fractured conductor cables and a damaged insulation in the region of the ring electrode. The ICD was extensively analyzed, showing no anomalies. All therapy functions were available and worked as expected. The battery status was mos2. The state of discharge of the battery was anticipated. The manufacturing processes for these devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The analysis did not reveal any sign of a material or manufacturing problem of these devices. There was no indication of an ICD malfunction.

Event description:
Noise was reported on this lead beginning on (B)(6) 2021. On (B)(6) 2021, the lead was explanted and replaced. Noise was confirmed during the explant.